Event description:
The reporter stated a revision surgery was performed. The surgeon had to replace the index and middle finger with a larger size implant. The joint was loose. All other implants are fine. The surgeon was satisfied with the post operative x-ray.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.